Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-01917 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 12sep2022 the review of files of this event type was completed. Event date is estimated. Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. The customer reported that noise was observed while using an electrocardiograph monitor. Electromagnetic interference between the monitor and heartmate 3 lvas was suspected. There was no health hazard as a result of the event. The patient remains ongoing on vad support. The hm3 IFU states that if the hm3 lvas does cause interference to another device, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increase the separation between the equipment, connect the equipment to an outlet on a circuit different from that to which other devices are connected, or contact the manufacturer for assistance. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was a possibility that noise was generated in the combined medical device. Electromagnetic interference between this product and a multi-item monitor for combined medical devices was suspect. There was no health hazard due to the event.